Manufacturer narrative:
Summary of event: as reported, during an angiogram with revascularization attempt, a flexor raabe guiding sheath unraveled and separated. The patient had significant atherosclerotic peripheral artery disease, and the revascularization attempt was for improvement of wound healing on the right foot. Access was reportedly obtained in the popliteal and left common femoral arteries (lcfa). The complaint device was advanced via a contralateral approach from the lcfa to the mid- superficial femoral artery, without encountering resistance. The access site was not scarred; however, the anatomy was calcified and mildly tortuous. The bifurcation was also calcified. Various 0.018-inch wire guides were used through the sheath during the procedure, as well as a cook microcatheter, other manufacturers¿ balloon catheters, and another manufacturer¿s guiding catheter. Resistance was not encountered during insertion or removal of any device through the sheath. During the procedure, while attempting to exchange the complaint device with a 6-french sheath over another manufacturer¿s wire in anticipation of stenting, approximately twenty centimeters of the sheath ¿sheared¿ in the vessel upon attempted gradual removal. The dilator was not reinserted prior to attempted removal of the sheath. Resistance was reportedly not encountered during sheath removal. Vascular surgery was consulted for emergent evaluation of the retained sheath. The user confirmed that a wire did not separate during the procedure. Per the customer, the sheath separation did not result in a life-threatening event, and the patient did not become hemodynamically unstable after the sheath separated. Bilateral surgical cutdowns were performed, and the retained fractured sheath was removed. The patient was sent to recovery with good perfusion. Twelve days after the procedure, the patient, who had a history of coronary artery disease, developed chest pain, experienced cardiac arrest and died. An autopsy will not be provided to cook to aid in the investigation of the event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation in two sections. The proximal section was unraveled; however, the separated sheath material was connected by the unraveled metal coil. The distal section was separated, measuring approximately 48-centimeters in length. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states that reinsertion of the dilator prior to removal of the sheath ¿increases the strength of the sheath and lessens the risk of device separation¿ and suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy likely contributed to this event. The anatomy was mildly tortuous and the vessels, including the bifurcation, were calcified. The dilator was not reinserted prior to attempted removal of the sheath. Although resistance was reportedly not encountered during sheath advancement or removal, the sheath material was bunched/twisted/deformed, unraveled, and separated upon return to cook. It is likely that the sheath caught within the tortuous and calcified anatomy upon removal of the device. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angiogram with revascularization attempt, a flexor raabe guiding sheath unraveled and separated. The patient had significant atherosclerotic peripheral artery disease, and the revascularization attempt was for improvement of wound healing on the right foot. Access was reportedly obtained in the popliteal and left common femoral arteries (lcfa). The complaint device was advanced via a contralateral approach from the lcfa to the mid- superficial femoral artery, without encountering resistance. The access site was not scarred; however, the anatomy was calcified and mildly tortuous. The bifurcation was also calcified. Various 0.018-inch wire guides were used through the sheath during the procedure, as well as a cook microcatheter, other manufacturers' balloon catheters, and another manufacturer¿s guiding catheter. Resistance was not encountered during insertion or removal of any device through the sheath. During the procedure, while attempting to exchange the complaint device with a 6-french sheath over another manufacturer's wire in anticipation of stenting, approximately twenty centimeters of the sheath "sheared" in the vessel upon attempted gradual removal. The dilator was not reinserted prior to attempted removal of the sheath. Resistance was reportedly not encountered during sheath removal. Vascular surgery was consulted for emergent evaluation of the retained sheath. The user confirmed that a wire did not separate during the procedure. Per the customer, the sheath separation did not result in a life-threatening event, and the patient did not become hemodynamically unstable after the sheath separated. Bilateral surgical cutdowns were performed, and the retained fractured sheath was removed. The patient was sent to recovery with good perfusion. Twelve days after the procedure, the patient, who had a history of coronary artery disease, developed chest pain, experienced cardiac arrest and died. An autopsy will not be provided to cook to aid in the investigation of the event.

Manufacturer narrative:
H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.